Event description:
Boston scientific received this device post explant, for routine analysis. Review of the complaint handling system confirmed no previous allegations against the implanted product. During initial returned product testing, engineers confirmed a shorter than expected time from the eri to eol timestamp. No adverse patient effect reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit, followed by end of life (eol), with a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance.